Event description:
Caller reported that the t:slim x2 pump battery failed to charge, despite attempting to use different wall adapters and charging cables. There was no adverse impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.